Event description:
Patient was revised 7 weeks after implantation. Patient complained of pain. Stem of femoral head component had broken.

Manufacturer narrative:
Explant, medical records and x-rays requested.